Manufacturer narrative:
Taiwan service represntative will return problem component for factory evaluation. Upon completion of that evaluation, follow-up report will be submitted.

Event description:
As reported, ventilation presure in inadequate and range cannot be adjusted.